Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a fall in (B)(6) 2018 and was unable to recharge a few days after. As a result, the ipg became inoperable. In turn, troubleshooting was unable to resolve the issue. The patient underwent surgical intervention during which the device was explanted and replaced.